Event description:
It was reported that the implantable neurostimulator (ins) and leads were removed in (B)(6) 2011. The ins may be flipped; a flip was confirmed. The ins kept flipping after it was replaced in (B)(6) 2010 so the healthcare provider (hcp) removed the ins and leads in (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).